Event description:
An adverse skin reaction was reported with wear of the abbott diabetic care (adc) device. Customer experienced pain and skin infection at the sensor site and received unspecified treatment from an third-party administration for the reported product issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch and adhesive and no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed.an extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification.dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution.the reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor.section d4 (primary UDI number) has been updated.all pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetic care (adc) device. Customer experienced pain and skin infection at the sensor site and received unspecified treatment from an third-party administration for the reported product issue. There was no report of death or permanent impairment associated with this event.